Manufacturer narrative:
The insulin pump passed prime test, excessive no delivery test, self test and unexpected restart error test. Unable to perform displacement test, basic occlusion and occlusion test due to reservoir tube lip damage. The test reservoir does not stay locked in place due to reservoir tube lip damage. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was tested with no watchdog timeout alarm noted. The insulin pump was received with broken battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners, cracked on display window, missing end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an alarm. Blood glucose level at the time of the incident was 98 mg/dl. Customer stated that everytime they change the battery the device would work for a second and would get an alarm afterwards. The customer did not complete troubleshooting. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.